Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported that during the patients explant (related manufacturer reference number: 1627487-2022-03381, 1627487-2022-03382) the end of the l3 lead broke off an remains inside the patient. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the remaining lead fragment was explanted.